Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the lg cable connector fluid damage, the us connector/junction cable (short) buckled, the us probe leak, the operation channel cut, the jet socket cut, and the junction case loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.